Event description:
It was reported by the rep that the (2) er320 were used during a laparoscopic nissen fundoplication. It was reported that (2) instruments fired clip but the clip was not "closed". One sterile instrument from the same lot was also returned for replacement. There was no consequence to the pt.